Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation verification pilot: reading test prior to a field corrective action or field change order (fco) being implemented. There was no allegation of patient harm. The device was not in patient use. Evaluation of the trilogy ev300 device has been cancelled. The customer has pre-determined that they will not be repairing any devices that fail the fco pretesting. Per customers request the incident repair case and quote was cancelled. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.